Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A service history review was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 15-aug-2007. The source of the manufacture date is the release to warehouse date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The customer reported the depth gauge was broken. The repair technician reported the end of the gauge was missing. The item is not repairable. The cause of the issue is unknown. A product development evaluation was performed. One depth gauge (part# 319.006) was returned with complaint category of ¿tip broken preoperatively¿. The depth gauge is part of 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. The returned depth gauge (lot# 5575401) was manufactured on august, 2007 and is 7 years old. The depth gauge was received assembled. The needle is broken off the graduated body. The broken needle was not returned to be evaluated. The slide mechanism on the depth gauge was tested and there are no issues with the sliding mechanism. The outer body of the depth gauge does not fall off when the device is held vertically. The miniature ball on the slider is present. There are multiple nicks and scratches on the device consistent with normal use. Also, the protection sleeve was not returned with the device. As noted in prior complaints, the thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part#319.006.03 revision e) is extra hard 316ss, which is an appropriate material for an instrument component of this type. A review of the design drawing indicates that the returned part was manufactured to drawing since then there was one design change to the drawing that did not affect the intended use of the device. The dimensions, material, and tolerances are within specification. The complaint is confirmed for the complaint condition. The design is adequate for its intended use and did not contribute to this complaint condition. The most probable root cause for this complaint is excessive force exerted on the depth gauge or placing / dropping heavy instruments on top of the device during the sterilization process could have led to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the depth gauge for 2.0mm and 2.4mm screws is broken and was discovered by sterile processing. The sales consultant does not know if there was any patient involvement. This event did not contribute to a death or injury, whether the device was misused or not. The reported instance was not an anticipated service or warranty replacement issue. There is only 1 part for this complaint.